Event description:
It was reported that the patient was non-compliant with recharging her battery, which died. The patient requested a non-rechargeable battery, and her existing battery was explanted and replaced with a non-rechargeable unit on (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4); antenna model 37092 lot# 247590001.